Event description:
Surgeon noted a small burn on the patient's left breast near the incision. Upon inspecting the bovie - cautery-tip, a small pin-sized hole was noted in the insulation. The surgeon was able to excise the burn area and close the incision. The bovie tip was a megadyne product -e-z clean electrosurgical electrode catalog # 0012m-; the manufacturer was notified.